Event description:
It was reported this over-the-wire filter was placed without the benefit of the guidewire in a pt with extremely tortuous anatomy. The filter reportedly fired prematurely and spontaneously, and immediately migrated into the pt's right atrium. No retrieval attempts were made. The pt remains asymptomatic. The device remains implanted. Therefore, no failure analysis will be available. Follow-up indicated the physician initially attempted to place a different type of filter, however, was unsuccessful due to the pt'stortuous anatomy. In addition, it was indicated this device was placed without the guidance of a guidewire, as per "dfu's". It was also indicated an adequate pre-placement cavogram may not have been performed prior to filter placement. Co believes user technique and/or pt anatomy may have contributed to this event. Directions for use state: "to avoid insertion difficulties or filter misplacement always advance the included .035" guidewire to a point beyond the desired implant site. The introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... An inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenitial anomalies.